Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before a radical prostatectomy procedure, but with the patient in the operating room and under anesthesia, when attempting to attach the relevant monopolar curved shears to the arm cart assembly, it did not respond. There were no error messages observed. It was tried several times, but it did not respond. So, replacement with a new monopolar curved shears was carried out and it responded with the original arm cart and sterile interface module (sim). Took two to three minutes to resolve the issue. There was no patient injury.

Event description:
It was reported that before a radical prostatectomy procedure, but with the patient in the operating room and under anesthesia, when attempting to attach the relevant monopolar curved shears to the arm cart assembly, it did not respond. There were no error messages observed. It was tried several times, but it did not respond. So replacement with a new monopolar curved shears was carried out and it responded with the original arm cart and sterile interface module (sim). Took two to three minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs did not show the monopolar curved shears as being connected during the procedure. It is possible that connectivity issues were experienced, but this cannot be confirmed in the logs. Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.